Manufacturer narrative:
This report is related to a previously reported complaint of an inappropriate shock due to oversensing noise, MFR number 2938836-2014-00053. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to a previously reported complaint of an inappropriate shock due to oversensing noise, MFR number 2938836-2014-00053. New information noted that the patient also received multiple inappropriate shocks shortly after the device implant on (B)(6) 2011. The right ventricular lead was capped and replaced on (B)(6) 2021. The patient¿s condition was stable.